Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Maude report mw#5088363 received.

Event description:
It was reported that a patient presented with an implantable cardiac monitor with no telemetry. Nothing was done to acknowledge the malfunction, or to cause it to function as advertised. No patient consequences reported.